Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
While at the bench for a different repair, the philips bench tech observed the processor pca was damaged and needed to be replaced. There was no patient involvement.